Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hypotension/arterial occlusion: the cause of the injury was not determined due to insufficient clinical details. Asae/bleeding: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old female patient presented with acute myocardial infarction¿related cardiogenic shock classified as society for cardiovascular angiography and interventions stage b. Her lactate level was 4.6 mmol/l, and she required respiratory support. An impella cp device was initially inserted, which was subsequently upgraded to an impella 5.5 device three days later. During graft anastomosis, the patient developed hypertension, and impella cp support was increased. Following the administration of anesthesia, her mean arterial pressure dropped to 20 mmhg, prompting the initiation of chest compressions. Impella support was reduced to p-6, after which her mean arterial pressure improved to 60 mmhg, and the impella 5.5 device was successfully inserted. A complaint was filed regarding this event. It is likely that the patient was dependent on impella support, and the reduction in flow further emphasized this dependence. The physician closed the impella cp insertion site using two perclose devices, resulting in occlusion of distal femoral arterial flow and necessitating a vascular cutdown with femoral artery repair. A second complaint was filed concerning this complication. As the instructions for use recommend manual pressure for closure, the application of vascular closure devices represented an off-label technique. Despite this, distal flow and doppler signals were ultimately restored and patient survived. This case was coded as serious injury, life threatening injury or illness.